Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the returned compression screw is broken at the distal tip. The fracture surface displays evidence of torsional-overload. The most likely cause is the bone being improperly prepared, thus creating a situation in which over-torquing could occur. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon implanted 3 screws in (B)(6) 2016. On (B)(6) 2017 they wanted to remove the screws. One screw was removed (ar-8730-26h), one screw (ar-8730-34h) was not removed and one screw broke into 2 pieces. The part of the broken screw has not been removed and remains in the patient. The surgeon performed the mtp1 arthrodesis technique. Follow-up investigation: the surgery on (B)(6) 2017 was a pre-planned metal removal surgery. According to the surgeon he wanted to remove all 3 screws and now 1 complete screw and 1 broken screw will remain inside the patient. The surgeon made his own choice to leave the 3rd screw (ar-8730-34h) inside the patient. There are no consequential damages for the patient. Follow-up investigation: our qc was measuring the screw to know which one is the broken on. The broken screw is ar-8730-26h.